Event description:
It was reported that the presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Programming changes were made. The patient was stable throughout.

Event description:
New information received noted that the right ventricular (rv) lead was explanted and replaced. The patient status was stable throughout the procedure.

Manufacturer narrative:
The reported event for noise was not confirmed. Final analysis found a partial lead was returned in two pieces. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.